Manufacturer narrative:
The lot number has been provided. The device history records were reviewed with special attention to the raw materials, the subassemblies, the mfg process and the quality control testing. This lot met all released criteria. There is nothing seen in the DHR to indicate that there was a mfg related cause for this event. The sample has been returned for eval. The investigation is currently underway. This incident involves the same pt as MFR report #2020394-2012-00096.

Event description:
It was reported that a marker band on an ivc filter delivery system detached during insertion onto the pt. The marker band remained loaded on the guidewire and was removed using a multi-loop snare without difficulty. Another ivc filter was successfully implanted without further incident. No report of injury to the pt.